Event description:
Patient sitting in pink shower chair unlocked brakes and started to wheel patient out of bathroom when the left wheel broke off; chair became unbalanced and patient fell off chair head first landing on left side of body. Increased bleeding was observed. (B)(6).